Event description:
The user used a laryngeal mask, after insertion the user recognized that the device was damaged, (he found pieces of plastic in the packaging) and extubated the pt prior to connection to the anesthesiology equipment. The anesthesiologist conducted a bronchoscopy to attempt to determine if there were any "pieces" or obstructions that had gotten into the pt's airway. There was no evidence of any objects identified through. Pt or procedure was completed and the pt was admitted. Later the pt coughed and a foreign body was found. The foreign body is suspected by the user to arrive from the laryngeal mask or packaging as this was damage prior to use. The pt condition reported to be ok after the piece came out.

Manufacturer narrative:
Actual device and its packaging was returned and investigated. The pt connector was broken, and the piece coughed up by the pt was part of the broken connector. There were marks on the surface of connector, opposite from the breakage and the pouch was cracked at the position of connector, all these show that the connector has been subjected to violent impact causing the connector to brake before being unpacked. The connector was broken prior to use. Accelerated aging test and storage test had been performed and confirms the prod to be fully functional after storage and transportation. Mechanical strength test have been performed; 900n-950n have been applied on the connector, no crack/breakage happened. We therefore concluded that the connector material has high performance on the physical property and gamma resistance. If the instructions for use had been adhered to, this event would have been unlikely to happen. We therefore conclude that use error contributed to the event.